Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose level was 280 mg/dl at the time of the incident and current blood glucose 304 mg/dl. The customer was treated with humalog pen. The customer stated that they had changed the reservoir and it looks like nothing had been delivered. The troubleshooting was performed air bubbles were not removed successfully. The customer was advised to always complete rewind or load reservoir process before connecting back to set. The insulin pump will not be returned for analysis was unknown.